Event description:
The customer was hospitalized due to high blood glucose and dka. The mother stated that the customer was throwing up and had abdominal pain. Troubleshooting was performed. The programming, insulin concentration and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure was performed and passed. Instructed customer to change the infusion set and use manual injections.